Event description:
It was reported that the patient received inappropriate therapy for atrial flutter with rapid ventricular reponse. Upon review of the episode, it was noted that device behaved as programmed. Repgrogramming changes were recommended. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that at subsequent follow-up, the device was found to have delivered inappropriate atp therapy. Programming changes were recommended. No further information is available.

Event description:
New information notes that at a subsequent follow-up, the device was found to have delivered inappropriate high voltage therapy. Further programming changes were recommended. Routine follow-up will continue.